Event description:
"Caller alleged imprecision with inratio meter. Results as follows: " 1.7 and 6.1. Pt's meter inr = 1.7 (no date provided). On (B)(6) 2011 meter inr = 6.1. No lab testing was performed. Therapeutic range is 2.5-3.5. Pt is taking blood pressure and hypothyroidism medications.

Manufacturer narrative:
Investigation pending.